Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, all four steps were completed successfully with the starclose se device but hemostasis was not obtained. Sufficient nick and spread was done. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The patient device interaction problem cannot be confirmed because case conditions cannot be tested in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. It is likely, the exchange sheath was not fully attached to the handle. However, the account stated there was no issue with the sheath and that they heard the audible click. Additionally, there was no other observed malfunction of the returned device that would contribute to the failure to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.